Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient reported falling on a bus and being treated by paramedics. Patient sought medical intervention from endocrinologist, who suggested setting low alert higher. No further medical intervention was necessary. At the time of contact with dexcom technical support, patient was fine.

Manufacturer narrative:
(B)(4).